Event description:
In 2009, a nurse reported that pt said her insulin infusion device was not delivering insulin and that she has been off her device for a "couple weeks." The nurse said, the pt thought insulin might be leaking. In late 2008, the pt called the doctor and said she was not feeling well and wanted to go to the hospital. She was admitted to the hospital with a blood glucose reading of 200-300 mg/dl. She was put on an insulin drip and discharged eight days later, to a rehab facility. The discharge summary stated that the battery was placed in the infusion device incorrectly or backwards. The nurse stated the pt was in the office today to be assisted in setting her up on pump therapy. The pt told the nurse she had a low reading last night and a reading this morning of 300 mg/dl with hr normal range being 80-200 mg/dl. The nurse and a company representative attempted to troubleshoot the infusion device and found that the cartridge plunger was stuck to the device piston rod. It was unknown when this happened or if insulin had spilled into the cartridge chamber. A replacement infusion device was sent along with a request for additional training. Product was replaced and requested to be returned for evaluation.